Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported by remote transmission the pacemaker diagnostic plot and quick look report inconsistently displayed the date the threshold was last taken. It was further noted the date of the clinical status summary was the same day, when it was thought to be a longer period. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830 implantable pacing lead, (B)(6) 2009. (B)(4).